Event description:
It was reported that the recently implanted pacemaker alerted due to atrial arrhythmia burden as well as low right ventricular (rv) amplitude. Review of episodes demonstrated some rv undersensing and overpacing. Technical services recommended increasing the rv sensitivity if clinically appropriate. The pacemaker remains in service and no adverse patient effects were reported.